Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) superior vena cava (svc) lead exhibited shock impedance measurements greater than 125 ohms, believed to be related to mineralization. No additional information is available. No adverse patient effects were reported.